Event description:
It was reported that revision surgery was performed due to the patient falling.

Manufacturer narrative:
There were no visual signs of bone cement or bone attachment onto the surface of the femoral stem. It is unclear from the available information the reason for the reported stem revision.